Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient's grandson contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. On the am of the same day, the patient obtained a result of "400 something" on the reported meter while feeling tired. She took insulin per her usual regimen: 20 units of 75/25 insulin and 10 units of regular insulin. She ate as usual. At 1:30 pm, the patient's grandson came to visit her. The patient said she was not alert when he spoke with her. The grandson asked the patient if she had taken her insulin and the patient incorrectly answered, "no". The grandson tested the patient's blood glucose with the reported meter and obtained a reading of 327 mg/dl. The grandson thought the patient had not taken her am insulin and he gave her 20 units of 75/25 insulin plus 10 units of regular insulin. Over the next couple hours, the patient became less responsive, though the patient did not think that she passed out. The grandson called ems. Emt's obtained a result of 36 mg/dl on their meter at about 3:30 or 4:00 pm. The patient was not retested with the reported meter. The emt's started an IV and took the patient to the ER. The patient was admitted to the hospital for 4 days. The patient's physician changed her insulin regimen following discharge from the hospital. The patient told the medical affairs specialist (mas) she had not known how to code the meter; she was not certain whether the meter code was set correctly at the time of concern. Incorrect code setting on the lfs meter can contribute to inaccurate results. The patient's meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges that the lfs product read inaccurately high before she was given additional insulin. Afterward, the patient claims she became unresponsive and a hypoglycemic reading was obtained on an ems meter. The patient stated she was admitted to the hospital for treatment.